Event description:
It was reported to covidien that a customer had an issue with a balloon slg. The representative reports, that the patient had the device inserted on the (B)(6) 2013, the cuff was checked upon insertion. The registered nurse in charge attempted to change the device and could not get the cuff to deflate. The patient was unable to be fed or receive medications, therefore the patient was taken to the hospital to have it removed. The patient was taken to the endoscopy department where the device was successfully removed and replaced via an endoscopic procedure. The physician completing the procedure also stated that he was unable to deflate the cuff on the device and had to puncture the cuff and let the water out in order to remove the device. The patient had to undergo an anesthetic for this procedure.

Manufacturer narrative:
An investigation is underway, upon completion the results will be forwarded.